Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: nakamura, m., jaff, m. R., settlage, r. A., kichikawa, k., & investigators, r. (2018). Nitinol self-expanding stents for the treatment of obstructive superficial femoral artery disease: three-year results of the reliable japanese multicenter study. Annals of vascular diseases, 11(3), 324¿334. Doi: 10.3400/avd.oa.18-00067.

Event description:
It was reported in an article from the journal of annals of vascular diseases titled " nitinol self-expanding stents for the treatment of obstructive superficial femoral artery disease: three-year results of the reliable japanese multicenter study " that after stent placement, primary endpoint analysis mentioned that restenosis was identified in 6 patients. Restenosis was also identified in a patient with type 4 stent fracture which required placement of two additional stents. Twelve serious adverse events related to the device and one related to the procedure were caused due to peripheral vascular restenosis. Target vessel revascularization was identified in 7 patients through 12 months and in 14 patients through 36 months; seven patients had an additional stent placed (11 stents) while the remaining patients received repeat pta or additional endovascular therapy (e.g., laser atherectomy). The status of the patients was not provided.